Event description:
Per complaint (B)(4), it was reported that a patient's dental implant failed to osseointegrate. The patient presented in-clinic with their dental implant in hand. Pain was reported.